Event description:
The patient's parent reported that approximately five pods were removed at various times in the past due to skin issues related to pod adhesive, including marks and scarring (approximately 4 months ago). With one pod the patient had worn the pod on the leg for an (unknown duration of time), the site became painful, swollen, red and developed pus. The patient was treated at hospital. The parent was unable to recall the diagnosis, the treatment provided, the hospital name or the attending clinician. The parent also could not remember the exact dates of medical attention, length of the hospital stay or the discharge date. Approximate dates were entered based on the parent's statement that the event occurred at least four months earlier. The parent reported that the pod was removed at the hospital, and a new pod was applied, although the parent could not remember whether this occurred at the hospital or after returning home. Since this event, the patient has no longer worn pods on the legs and now uses abdominal sites with rotation. The affected pods were discarded and cannot be returned.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to patient's infusion site infection. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.